Manufacturer narrative:
Visual, functional and dimensional inspections were performed on the returned implant. The original delivery system was not available for analysis; however, functional testing was performed with a known good delivery system and the device functioned as intended during microstent advancement, release, recapture and retraction. No issues pertaining to the complaint were observed. Manufacturer reference #: (B)(4).

Manufacturer narrative:
The explanted microstent was reported to be available; however, not returned as of the date of this report despite multiple requests. The device history records were reviewed for this manufacturing lot and there were no discrepancies or unusual findings. Microstent malposition, microstent-iris touch, ocular pain, and microstent explantation are listed in the instructions for use as potential adverse events. Manufacturer reference #: (B)(4).

Event description:
A hydrus microstent was explanted from a patient on (B)(6) 2021. Initial implantation occurred on (B)(6) 2021 and the surgeon reported uncomplicated cataract surgery and hydrus microstent implantation, but the patient was symptomatic for post-operative pain and visual disturbance due to flashes of light. On gonioscopy, the surgeon noted the stent to be "perfectly" placed in schlemm's canal but the inlet was resting on the iris slightly, possibly due to an "element of plateau iris." The surgeon reported that the microstent was explanted atraumatically and the patient's symptoms resolved after explantation. The surgeon reports an "excellent prognosis" for the patient.